Event description:
A customer claimed that a spacelabs telemetry receiver module, model number 90478, did not alarm during a ventricular tachycardia event.

Event description:
A customer claimed that a spacelabs telemetry receiver module, model number 90478, did not alarm during a ventricular tachycardia event.

Manufacturer narrative:
No one was injured as a result of this reported event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.

Manufacturer narrative:
No one was injured as a result of this reported event. A spacelabs field service engineer was sent onsite to evaluate the device. The telemetry transmitter was tested at the customer site according to current specifications and passed. Spacelabs has concluded the telemetry was functioning according to specifications. Spacelabs considers this issue closed.